Event description:
(B)(4). I had this device implanted in (B)(6) 2008. The procedure was terribly painful and resulted in an infection. Shortly after I had them placed, I noticed sharp, stabbing pains in my abdomen. I soon developed abnormal bleeding and had to have a uterine ablation. Since having the implants, I have suffered from extreme migraines, back pain, pelvic pain, a vitamin d deficiency, and extreme weight gain. I am now in pain management for the pain and just found out I've developed uterine fibroids as well. I have started to bleed sporadically again after all this time. I wish I had never had them put in.

Event description:
(B)(4). It now appears that one of my coils has broken.